Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced two episodes that resulted in the delivery of inappropriate anti-tachycardia pacing (atp) and shocks due to an atrial arrhythmia. For both episodes, the device delivered shocks until therapy was exhausted. No additional adverse patient effects were reported. There were no reported allegations around the time that these episodes had occurred.

Manufacturer narrative:
This ICD was explanted due to normal battery depletion and was never returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.